Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error message e433 can therefore only occur when the device is started. From a technical point of view, it is not possible for the error message e433 to occur during operation. However, the possible cause for the error message is due to the root-mean-square value of the output signal, which is set to a test value, and if it falls below the intended limit of 130 volts, this normally indicates a low-impedance diode chain. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the electrosurgical generator had error code e433. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.